Manufacturer narrative:
The explanted paddle lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during a revison procedure for inadequate therapy the physician noticed that the leads dislodged from the paddle while repositioning the lead. All of the dislodged contacts were removed from the patient. The physician explanted the paddle lead and implanted a new one.